Event description:
Reportedly the user has no benefit with the device. In situ testing revealed affected channels. The user's parents did not report any trauma. The contralateral right side was remapped and the outcome will be re-evaluated in 3 months (circa mid august 2022). At that point the decision for re-implantation of this device will be decided.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is not planned at the moment.

Event description:
Reportedly the user has no benefit with the device. In situ testing revealed affected channels. The user's parents did not report any trauma. At the moment the contralateral right side was remapped and outcome will be reevaluated in 3 months. Decision on reimplantation will be made in 3 months.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.